Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during basic occlusion test due to protruded/loose drive support disk; unable to perform prime/delivery test due to loose drive support disk. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received missing end cap sticker. Unit received with cracked end cap. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 111 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.